Manufacturer narrative:
On november 27, 2019 immucor technical support used a remote electronic connection method to assess files on echo lumena serial number (B)(4); file showed the camera report was acceptable and nothing significant was seen in event log. The immucor internal report record number for this event is pr#(B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative antibody screening results with capture-r ready screen 3 on the echo lumena instrument.